Event description:
Patient underwent successful balloon angioplasty as well as shockwave lithotripsy assisted angioplasty and expansion of his prior stenting up with a 5.0 non-compliant balloon at high pressures. The procedure was complicated by inability to deflate the 5.0 noncompliant balloon and inability to retract it into the guide out of the coronary artery. Surgery team was ultimately able to rupture the balloon with pooling of all equipment out through this sheath in the groin with some difficulty. On post-op imaging, this patient had no residual vascular complication from multiple attempts at puncturing the coronary balloon for deflation. The patient suffered no complications from this procedure. Chest pain concerning for crescendo/progressive angina pectoris; status post left heart catheterization (B)(6) 2022 from a right femoral approach demonstrating a right dominant system, 50% distal left main stenosis, 100% proximal lesion in the lad, 100% mid lesion in the circumflex with collateral left-to-left flow to the first and second obtuse marginal branches, calcified 80 to 90% in-stent restenosis of the ostial to proximal rca at the site of prior pci from (B)(6) 2021; status post prior pci to the ostial rca in (B)(6) 2021 with a shockwave lithotripsy with a 3.5 shockwave balloon and a 4.0 x 23 xience sierra stent post dilated with a 4.5 non compliant balloon under ivus guidance with some residual stenosis. Status post prior coronary artery prior coronary artery bypass grafting in 2002, as well as prior pcis.